Event description:
It was reported during a routine check by the customer that the cardiosave intra-aortic balloon pump (iabp) was leaking helium. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse installed a new tubing assembly. Despite good faith efforts (gfes), no additional information was received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N.a.

Manufacturer narrative:
Additional information: initial reporter name:(B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse installed a new tubing assembly. The unit passed all functional and safety per manufacturer specifications.